Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A photograph was provided by the account. A photographic inspection was conducted. The end of the cable closest to the green plug end was observed to be pulled away from the green plug end, exposing the wires inside the cable. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The end of the cable closest to the green plug end was observed to be pulled away from the green plug end, exposing the wires inside the cable. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "material frayed" was confirmed. This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A lot/serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using dc extension cable. They states the cord is separating from the green end that plugs into power supply. No patient involvement.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using dc extension cable. They states the cord is separating from the green end that plugs into power supply. No patient involvement.